Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer was having issues with time changes on their insulin pump. It was reported that the customer's device could not be upload to carelink because of the time discrepancies. It was reported that in the course of 2 months, the customer had 13 time changes. It was reported that it went up to 31 time changes. No further information provided.